Event description:
Complaint against eargo hearing aid device. Failure of product to maintain charge. Numerous complaints to customer service . All indicator lights (4) illuminated showing fully charged. I was sent new replacements x3 and all developed same problem in a short period of time. I would be at a meeting where I really needed to hear and low battery warning was issued. Sometimes only 1/2 hour use. Not only is this complaint being submitted as a faulty product but also design hazards. Upon removal of earbud, it came apart in my ear. I was unable to remove the piece retained in my ear, but also couldn't with assistance for fear of puncturing my eardrum. Had to make an appointment with my doctor and he had me come in immediately. Was unable to retrieve earbud with forceps and so necessitated to be vacuumed out. The ear was inflamed and required topical antibiotic application. I have a copy of physicians' examination. I notified eargo support with copy of physician report requesting refund. They failed to respond. Have examination report from medical physician. Reference reports mw5164881, mw5164882.